Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events involving these batteries. (B)(4) passed visual inspection and functional testing analysis of the devices revealed that (B)(4) met specifications. (B)(4) passed visual inspection but failed function testing. (B)(4) failed to meet specification; the unit was found to be out of calibration. This is considered an incidental finding not related to the reported event. There are no known clinical factors that could have contributed to this event. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching are most often attributed to communication errors and result in the controller switching to the other power source prematurely. The most likely root cause is a communication error between the controller and batteries. A voluntary field correction, fsca apr2014, was initiated on april 30, 2014 regarding all ventricular assist system batteries, product codes 1650 and 1650-de. The field correction provided patients and healthcare providers with information to recognize batteries with less than two hours of run time, reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Labeling language also will be clarified to align with the information contained in the fsca apr2014 correction notice. Heartware later expanded the voluntary field action, fsca apr2014.1, for the removal of unscreened batteries ((B)(4)) from the field.

Event description:
It was reported that a patient was in the hospital and described "a jump in power source while batteries are fully charged or in a charging level not less than 10%." It was reported there was no consequence or impact to the patient. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.